Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/ (B)(6) years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: medical and surgical management of left ventricular assist device-associated intracranial hemorrhage. Journal of stroke and cerebrovascular diseases, october 2021; 30(10):106053. Doi: 10.1016/j.jstrokecerebrovasdis.2021.106053. Epub 2021 aug 19. Pmid: 34418673. Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed management of intracranial hemorrhages (ich) among vad patients. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. Patients in the study required hospitalization, anticoagulation reversal/adjustment, platelet transfusions, neurosurgical/endovascular interventions, inpatient rehabilitation or hospice. Symptoms and complications associated with ich and its treatments included transient ischemic attacks, ischemic strokes, re-hemorrhages, altered mental status, loss of consciousness/syncope, falls, confusion, seizures, nausea/vomiting, focal neurological deficits, pump thromboses, systemic thromboses and systematic bleeding. The article reports patient deaths while on vad support, among patients who experienced ich and re-hemorrhages, though the exact causes of death were not reported. The status of the vads is unknown.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: pumps with unknown serial numbers were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Based on the available information, the devices may have caused or contributed to the reported events. Possible clinical factors that may have contributed to these events include the patients¿ pre-existing histories and related comorbidities, the progression of their underlying diseases, issues related to the therapeutic use of anticoagulant and antiplatelet medications and their complex post-operative courses. There are possible patient, pharmacological and procedural factors that may have contributed to these events. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/52 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: medical and surgical management of left ventricular assist device-associated intracranial hemorrhage. Journal of stroke and cerebrovascular diseases, october 2021; 30(10):106053. Doi: 10.1016/j.jstrokecerebrovasdis.2021.106053. Epub 2021 aug 19. Pmid: 34418673. Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed management of intracranial hemorrhages (ich) among vad patients. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. Patients in the study required hospitalization, anticoagulation reversal/adjustment, platelet transfusions, neurosurgical/endovascular interventions, inpatient rehabilitation or hospice. Symptoms and complications associated with ich and its treatments included transient ischemic attacks, ischemic strokes, re-hemorrhages, altered mental status, loss of consciousness/syncope, falls, confusion, seizures, nausea/vomiting, focal neurological deficits, pump thromboses, systemic thromboses and systematic bleeding. The article reports patient deaths while on vad support, among patients who experienced ich and re-hemorrhages, though the exact causes of death were not reported. The status of the vads is unknown.